Manufacturer narrative:
The device was not returned for investigation. Therefore, the exact root cause of the reported issue could not be conclusively determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. Due to reports of similar issues for this product we have opened a corrective and preventive action (CAPA) to further investigate the reported issue. Note: this is report 2 of 2 related to the second shunt used in the event. Report 1220948-2024-00138 was submitted for the first device involved in this event.

Event description:
It was reported that two pruitt f3-s shunt balloons ruptured before inserting into the patient during a carotid endarterctomy procedure. The or manager believes it may have something to do with the way the balloons were inflated. Another shunt was used to complete the procedure. The balloons were inflated with the appropriate amount of saline (0.25ml and 1.5ml). No injury was reported to the patient. Note: this is report 2 of 2 related to the second shunt used in the event. Report 1220948-2024-00138 was submitted for the first device involved in this event.